Event description:
Caller reported that the pump battery was depleting too quickly, which led to a pump shutdown. The customer's blood glucose (bg) level subsequently increased to 599 mg/dl. Insulin was administered via a manual injection to address bg. The customer continued to use the pump for insulin therapy.